Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had the scope switch 4 not capturing images. The issue was found during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: h2, h6, h11. Corrected fields: h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause was not established. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. Tac identified incorrect splitter cable connections and improper image management hub settings on the video system center and image management hub system. After correcting the cable routing and updating the image management hub user settings, image capture from scope switch 4 successfully recorded into the image management hub. The customer was later advised to turn off image management hub under the release 1 tab to prevent future errors. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.